Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that a seroma developed at the ipg site which caused the patient to experienced difficulty with charging. The physician removed some of the fluid and the charging issue was resolved.